Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2017-07017. It was reported the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was repositioned within the epidural space.

Event description:
Device 2 of 2 . Reference MFR. Report#3006705815-2017-01717. Follow-up identified the patient regained effective therapy. The issue is resolved.